Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v364936, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that device was removed with no further detail and later the healthcare provider reported that a suspected partial lead removal which occurred on (B)(6) 2013 by healthcare provide. It was noted that the reason for removal was because it was "no longer working" per patient's husband. The patient indicators for use were urinary dysfunction/sacral nerve stim. The patient indicators for use were urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.